Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient 'did not accept an offer to reprogram the device.' Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had "discomfort of the implant" and "soreness." It was noted that the patient was considering an explant. It was stated that the healthcare provider prescribed medication to help the patient. The patient reportedly had pain at the device pocket as well as the lead location. No further information was given. A supplemental report will be sent if any additional information is received.